Manufacturer narrative:
Product not returned.

Event description:
Patient received a fihr 25mm (standard disk) implant in (B)(6) 2015 to correct an inguinal hernia. The patient reported no pain at post-op follow up. At day 45 post-op, the patient complained of severe burning pain.